Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently selected product problem instead of adverse event. B2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not select any outcomes.

Event description:
Patient presented with an increase in seizures after having their output current increased. The patient's output current was lowered back to 1ma, as the patient had great seizure control at this setting. No other relevant information has been received to date.